Event description:
It was reported the programmer will not download viva/brava/evera software. The programmer was returned for repair, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the programmer would not update software, however the hard drive was reconfigured and software was reloaded as a preventative. It was also noted that the electrocardiogram (ECG) connector on the link electronic module (lem) circuit board was loose and both keyboard hinges were broken. Concomitant products: product ID 2067 radiofrequency head. (B)(4).